Event description:
Complainant alleged that during a routine preventative maintenance check, the device's pacer rate fluctuated continuously and would not stay on the selected setting. The complainant indicated that there was no pt involvement in the reported failure.